Event description:
An "unspecified sensor" error message was reported with the abbott diabetes care (adc) device, and the customer was unable to obtain glucose readings. The customer experienced seizures and loss of consciousness and required an unspecified injection from a healthcare professional for hypoglycemia diagnosis. A laboratory glucose of 60 mg/dl was obtained, but it is unknown when these readings were obtained relative to the medical event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.